Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -10.0/1.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.